Event description:
(B) (4). It was reported that following a coronary artery stenting procedure the patient experienced angina. The target lesion was located in the ramus with 90% stenosis and was 11mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and implanting a 2.25 x 16mm taxus liberte study stent with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1737 days after the index procedure the patient presented to the hospital with chest pain that lasted for one week. Pain was described as substernal, heavy and dull and worse on exertion. He took nitroglycerin for pain. He also had an increase in energy level and increase in dyspnea. He was admitted to the hospital for further evaluation and treatment. Upon admission, an ECG showed atrial flutter. The patient was treated with plain old balloon angioplasty (poba) and placement of a non bsc 2.5 x 15 mm bare metal stent due to chronic coumadin therapy for atrial fibrillation and hematuria. The post treatment diameter stenosis was 0% with timi 3 flow. Following the procedure, the patient developed some progression of his hematuria and urology was consulted. Three days after admission, the event was resolved with no residual effects and the patient discharged.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complication. (B) (4).